Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became shattered and unresponsive while the customer was sleeping. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.